Event description:
Explant-calcification. A pt with a history of native aortic valve stenosis with congenital bicuspid valve underwent a ross procedure in 1998 where the native pulmonary valve was placed in the aortic position and a cryopreserved pulmonary homograft was implanted in the pulmonary position. In 2000 the pt was taken back to the surgical suite for pulmonary homograft replacement with another cyropreserved pulmonary valve after the pt developed shortness of breath and supravalvular stenosis was revealed by CT scan studies.